Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported via phone call, that the customer's insulin pump was exposed to moisture when the insulin pump was dropped in the toilet. There are also scratches to the insulin pump. The customer received a low suspend alarm as well. Customer's blood glucose level at the time 189mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.